Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos rinato, guide cath: heartrail. Device (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a pre-dilatation procedure, a 2.5x15 trek rx balloon dilatation catheter was advanced, with resistance felt against the anatomy and slight force applied, onto a non-abbott guide wire, into a non-abbott guiding catheter, to a heavily calcified, eccentric 90% stenosed de novo lesion in the moderately tortuous mid left anterior descending coronary artery, but ruptured at 6 atmospheres, during the first inflation. The trek was withdrawn without resistance and an atherectomy of the lesion was performed with a non-abbott device, completing the procedure. There were no adverse patient effects and there was not a clinically significant delay in the procedure. No additional information was provided.